Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm during initial drain was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information the most likely cause of the low drain volume alarm is the air in the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. No use error was suspected therefore no label review was required. The root cause of the reported problem of air in the line is currently being investigated through CAPA number, (B)(4).

Event description:
The customer states that one patient sample generated a reactive result with the prism htlv-1/htlv-2 assay of s/co 1.40. The sample was non-reactive upon confirmatory testing. No suspect results were reported from the lab. No specific information was provided regarding the specimen or patient. There is no impact to patient management reported.

Event description:
A customer contacted baxter's technical service center to report having a low drain volume alarm with the homechoice machine during initial drain. The home patient (hp) stated there was air in the patient line. The technical service representative advised the hp to end therapy and start over with new supplies. Follow up with the patient revealed they started over with new supplies. The sample was not available and the lot number was unknown. The hp continued therapy and no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.